Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 311 on the tower and reprogrammed the tower common compute controller (ccc). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a non-recoverable 40096 error occurred. The caller attempted rebooting and hard rebooting prior to contacting technical support, but the issue persisted. Technical support engineer (tse) reviewed the logs and found 307 and 311 errors on the master supervisory controller (msc). It was explained that the system would not be usable until it was reprogrammed. The procedure was aborted to another da vinci system with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was aborted prior to patient involvement. The issue occurred prior to port placement and prior to anesthesia.